Event description:
Physician used the venaseal adhesive to treat 30cm of the patient's great saphenous vein (gsv). Local anesthesia was used. The lumen was flushed prior to use. IFU was followed. The procedure was completed without any issues. No challenges with location of catheter tip prior to initial delivery of adhesive. Catheter tip 5cm caudal to saphenofemoral junction (sfj). Compression of gsv was done. The vein is reported to have closed. It was reported that the patient had hypersensitivity along the vein and presented with red itchy legs from thigh to calf about credit card width of vein seven days later. The physician put the patient on a course of antihistamines, topical anti-itch and nsaids. Patient had resolved all symptoms within a week. Patient had no known allergies. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.